Event description:
It was reported that the right atrial (ra) lead exhibited high/undefined impedance and a possible fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead; implanted: (B)(6) 2016, 419688 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.